Manufacturer narrative:
The tech found the solenoid was inoperative and will not engage. He replaced the solenoid to repair the bed.

Event description:
Info received indicates the bed will not go into trendelenburg.